Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur. This type of event is not occurring at a rate above expected frequency. No remedial action will be taken. No further complications have been reported. Current information is insufficient to a permit a valid conclusion as to the cause of the event. Evaluation of returned device found to meet design specifications. This report filed on december 17, 2004.

Event description:
It was reported that patient underwent bi-polar hip arthroplasty on (B)(6) 2004. Patient presented to the emergency room with dislocated hip prosthesis and during closed reduction, bi-polar component disassociated. Additional surgery to replace components performed on (B)(6) 2004. (B)(4).